Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709sc (lot: n281313006); product type: 0184-catheter; implant date (B)(6) 2011; explant date (B)(6) 2024; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA. Medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider and a patient via a manufacturer representative regarding a patient receiving an unknown drug via an implantable pump. The indications for use were unknown. It was reported that the patient was experiencing increased pain. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed and the patient's catheter was not patent. The patient was admitted to the hospital for pain control until the catheter could be replaced. The catheter was revised and the healthcare provider (hcp) elected to replace the pump at the same time. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but would not be made available. The patient status at the time of the report was alive with no injury.